Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B) (6) female pt in ventricular tachycardia, the device self discharged without the clinician pressing the shock button. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.